Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the preloaded device had an issue during loading/advancing of the lens. There was contact of the product with the patient, but there was no harm reported. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the reporter indicated that the staff was "learning" how to use the preloaded device at the time of the event. The event resolved as a back up lens was implanted instead.